Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It is possible that the balloon was overinflated, resulting in rupture prior to use. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). Due to the increased rate of occurrence of this issue, CAPA 2024-007 was previously implemented to document further investigation of this failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
It was reported that the balloon ruptured during pre-use testing. The procedure was completed using a replacement product. No patient injury was reported.